Event description:
It was reported that during a robotic nephrectomy procedure, a piece of the trocar tip was missing. No other details of the event are known. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received and the lens of the obturator was noted to be cracked. A potential cause of this condition is the repeated use of eo as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. In addition, the tip of the sleeve was noted to be damaged. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.